Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a failure primary alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: date of event is unknown. One infusion pump was received for evaluation. Visual inspection found a non-OEM tamper seal. The device was observed to have a non-OEM top case, cracked battery door, a cracked bottom case, and found no power receptacle seal. The devices event history log was reviewed for evidence of the reported problem, primary audible alarm bgnd found in the log. To conduct functional testing to device had an occlusion test performed. Upon testing, the reported problem was unable to be duplicated. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.